Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called and reported that they received emergency medical assistance due to low blood glucose in (B)(6) 2019 with blood glucose of 25 mg/dl at the time of the incident. The customer did not mention how they were treated. The customer did not mention any symptoms. The customer was most likely wearing the insulin pump during the incident. The customer stated they were having issues with infusion set cannulas bending and causing highs. Troubleshooting was not completed for the highs or lows. The infusion set will be returned for analysis.